Event description:
It was reported that during insertion, the faradrive steerable sheath clear gasket was observed to not provide adequate seal allowing air ingress into the sheath. Air was discovered in the clear sheath, and none was injected into the patient. The sheath was replaced, and the procedure was completed. There were no patient complications or adverse events. The sheath is not expected to return for analysis as it was discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.